Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Lot number is unknown, if lot number is received, it will be submitted within 30 days upon receipt. Event date unknown, if date information is received, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f-12f mynx control venous vascular closure device (vcd) was stuck in the sheath. There was no reported patient injury. A non-cordis sheath that was not compatible with the mynx control vcd was used. Additional information was requested but not provided. The device will not be returned for evaluation.